Event description:
The customer stated error code 1007, unable to process test, activated read failure occurred on the architect analyzer after replacing the reaction vessel lot. No impact to patient management was reported.

Event description:
The pt experienced increased baseline pain, a volume discrepancy was found and a catheter dye study revealed the distal segment of the catheter was "misplaced and dye delivery into surrounding tissue". The pt was scheduled for catheter revision surgery. The pump logs were read the day of surgery and the logs showed 3 motor stalls. The first stall occurred in 2009 and recovered at approx 18 days later. The second stall occurred 2 days later and recovered at about five weeks later. The third stall occurred on the same day of recovery, and did not recover. It was noted that the pt did not report having any MRI's. A bolus was programmed to make sure the rotors would move if the pump was not replaced; the rotors did not move during the bolus. The pump was replaced. The distal segment of the catheter was replaced. The device system was used to deliver dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.